Event description:
The account alleged the brake caster swivels while in brake mode. No pt impact.

Manufacturer narrative:
The technician found the brake steer caster was missing a screw. The technician replaced the brake steer caster, screw and washer to resolve the issue.